Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned separate from the loading device. The seal and the tension spring assembly were also returned separate. The seal had been completely unraveled and the blue string was cut. The green slide lock and the white plunger were depressed on the delivery device. There was slight evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal did not unfold correctly after deployment" could not be confirmed. The complaint could not be confirmed as there was a lack of evidence of blood in the deployment tube, which would normally indicate proper deployment of the seal into the aorta. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal did not unfold correctly after deployment. The complaint form stated "proximal seal was not spreaded correctly after being inserted into pt from delivery device." A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.